Event description:
The customer reported a ventilator touchscreen is cracked and not working during servicing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
The touchscreen was received by the product investigation lab (pil). Pil concluded that physical damage resulted in the cracked glass on the screen. The touchscreen assembly was visually inspected, and the cracked glass was verified. Touchscreen with cracked or shattered glass has resulted in a non-usable touch screen with out of spec resistance readings. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred. The reported failure was not related to a reportable event. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time.